Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information reported the patient had an appointment (B)(6) 2013. The patient had received assistance from their doctor or representative and their concerns were resolved.

Event description:
Additional information received reported that the concentration of fentanyl was 1000 g/ml and bupivacaine at 5 mg/ml. It was noted that other medication the patient was taking at the time of the event were 2mg dilaudid three times a day, 3 mg xanax twice a day and 60 mg of cymbalta. It was reported that the patient¿s does was dropped by 7%. It was noted that the patient is doing well.

Event description:
It was reported the patient experienced a change in therapy effect. The dose was increased last friday and since then the patient felt like he was getting too much medication as he has not been doing anything but sleeping, was nauseated and not feeling good. The physician increased the daily dose 10% and it was believed 78% on the ptm bolus dose. The patient has not been taking the boluses because he had been "feeling so bad". The patient wanted to know if there was a representative available to turn down the pump. The patient planned to contact their physician. The pump was delivering fentanyl 246.5mcg/day and a bolus dose of 20.0mcg and bupivacaine 0.1000mg bolus dose and 1.2326mg/day.